Manufacturer narrative:
The complainant indicated that the device would not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported by the patient that following a drug eluting stenting treatment procedure "clogging" occurred. A 3.0x24mm taxus express2 drug eluting stent was implanted to treat an unspecified lesion. Four months later, a catheterization was performed for unspecified reasons where it was discovered that the previously implanted stent was "narrowed to 50%". The patient reports the device was "clogged 50%". The patient's current condition is listed as "ok".